Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).

Event description:
Information was received from an healthcare provider (hcp), via a company representative, regarding a patient who was receiving lioresal ("2000 mcg") at "160.2 mcg" via an implantable pump (lot number and dates of therapy were not provided). Indications for use included intractable spasticity and cerebral palsy. Medical history and concomitant medications were not reported. On (B)(6) 2015, the hcp stated that the patient had a low-grade infection in the pocket, which was related to the device; the pump pocket skin over the pump was red and discolored. The surgeon was going to swab the pocket when they opened the pocket, but no diagnostic testing or troubleshooting was performed. The patient was not experiencing any neurological issues. The infection symptoms, date of the event, what led to the event, confirmation of the infection/strain, association with a specific event, and actions taken to resolve the infection were all unknown; there was no allegation against the sterility of a device. It was reported that the hcp wanted to revise the infusion system; they wanted to tunnel around the current pump pocket, make a new pocket, and revise the existing catheter to reach to the new pocket. There was no allegation made against an implanted device. On (B)(6) 2015, the pump and pump segment of the spinal catheter were explanted from the infected pocket; a new pump was placed on the right side, and a new pump segment was used. The hcp was going to admit the patient to the hospital for a few days, since the catheter information was not clear on the previous programming and the priming bolus was approximated. A print report of the logs on (B)(6) 2015 at 11:08 indicated in the notes section that the "catheter volume was unknown, and was estimated at "0.169. The trimmed portion of the catheter is est. Well." As of (B)(6) 2015, it was unknown if the issue was resolved; the patient's status was reported as "alive - no injury." On (B)(6) 2015, additional information from the hcp indicated that no infection was present.